Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m450001b022, version #: (B)(6).: h3) the manufacturer representative went to the site to test the system. No hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that there was a possible inaccurate thermography on the system. During a laser ablation, the site was ablating a tumor that had just had a biopsy taken of it. The ablation needle was fed down the biopsy needle. The calculation from the thermography showed an undesired ablation that crossed the midline. The site believed the thermography imaging that crossed the midline to be due to an artifact. The site was ablating using the biopsy cavity, which has air and blood in it, which would affect the thermography scans. The site noticed the bowtie effect "bubble artifact" as a result of this thermography artifact. The site did post imaging and found that they had not ablated across the midline, which contradicted what the thermography had seen. There was no reported delay to the case.

Manufacturer narrative:
H3: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the software functioned as designed. There was no evidence of malfunction or known artifacts. The heat pattern observed was likely due to the large biopsy cavity and the tumor¿s vascularity, rather than a system error. Temperature data appeared reliable, and no temperature drift or contradictions with imaging were found. The unusual heat spread is best explained by the complexity of the tumor, but this cannot be confirmed with certainty. H6: fdm b01, fdr c19, and fdc d14 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m016445c001, version #: 3.4.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no reported impact on patient outcome. The inaccurate thermography crossed the midline of the patient's brain at a max radius from the epicenter of the heating approximately 3mm.

Manufacturer narrative:
H2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.